Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
Baylis medical was informed of a pulmonary vein isolation (pvi) procedure in which the nrg transseptal needle was used for transseptal puncture and a complication occurred. The physician performed two transseptal punctures with the nrg needle through a sl1 sheath with no issue. The physician pulled out the nrg needle to exchange for an agilis sheath. No baylis products were used again or placed inside the patient. The physician lost access with the agilis sheath but was later able to cross again through the same puncture site. The case proceeded and later, a perforation was discovered. The patient was deemed stable and did not have to leave the catheterization lab but the procedure was aborted. The nursing staff indicated that the physician felt that the baylis nrg transseptal needle nrg needle was not responsible for the perforation. The nursing staff stated that very high contact force was observed on the mapping system throughout the procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.